Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited decreased r-wave measurements, noise, oversensing and varied pacing impedance measurements. Additionally, the lead safety switch (lss) feature was noted to have activated due to an out of range pacing impedance measurement. The lss was programmed off. The patient was scheduled for an angiography on the left subclavian artery on a future date. The physician planned to consider future treatment details based upon the outcome. No adverse patient effects were reported. This product remains implanted and in service.